Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual observation found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search. No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -10.00/1.5/080 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. On (B)(6) 2023 the lens was exchanged for a spherical lens model of the same size. The replacement lens resolved the problem.